Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: please note that the brand name and catalog number was inadvertently reported as unk-hand-controls in the initial medwatch report. The correct information (unknown pts product) has been added to this supplemental medwatch report. Also, since it is unknown if the device was an electric handpiece or an air powered handpiece device the common device name and procode are unknown. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: the part number was unknown. Therefore, UDI is unavailable. The brand name is unknown the catalog number, lot/serial number is unknown. PMA/510(k) number is unknown device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that the cutting burr device did not rotate when used with the attachment device. It was reported that the event could not be duplicated post-procedure, however, it was reported that the handpiece and the attachment device had become hot. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.